Event description:
As reported on (B)(6), 2014, patient of unknown age and gender presented for an endovenous laser procedure. It was reported that during the initial vein access, the micro introduce sheath fractured causing a portion of the sheath to embolize in the patient. There was no report of harm or injury to the patient due to this event. The reported disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The result of the investigation and any follow up information will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Angiodynamics is attempting to obtain additional information in regards to the event and the patient's well-being. (B)(4).